Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in-clinic follow-up, increased capture thresholds were observed on the right ventricular (rv) lead. During the revision procedure the rv helix failed to retract. Diagnostic imaging was performed; no anomalies were noted. The rv lead was explanted and replaced to resolve this event. The patient was stable.